Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result within maximum crimped stent profile measurement. A visual examination of the bumper tip showed signs of damage on the distal edge of the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. A hypotube break was also noted at 221 mm distal from the distal end of strain relief. The hypotube kinks and break are all consistent with excessive force having been applied to the shaft. A visual and tactile examination of the device found that the inner and outer shaft polymer extrusion were bunched. This bunching extended distally from the port bond site for a total length of 13mm. It was also noted during the device examination that the guide wire exchange port site was damaged. The extrusion shaft damages most likely occurred due to excessive force that could have been applied on the delivery system . The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-sept-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femora; artery. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). The lesion contained a bend between >45 and <90 degrees. A 24 x 3.50mm promus premier¿ stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed hypotube break.